Event description:
Case 1: it was reported that the procedure was to treat al totally occluded lesion in the distal femoral artery. The first connect guide wire was advanced, but could not cross the lesion and became damaged (harmonica-shaped) while trying to pass the occlusion. The guide wire was removed without issue. Case 2: the second connect guide wire was advanced, but became stuck in the vessel. The physician tried to free the guide wire by pushing, pulling and turning it, but approx 1 cm of the distal part of the guide wire separated, and revealed in the vessel wall. A pt was then placed in the lesion, and over the separated portion of guide wire, keeping it in position. There was no clinically significant delay in the procedure. No additional info was provided.

Manufacturer narrative:
The lot history review confirmed that the device was manufactured to specification. An examination of both returned devices demonstrated that the core of both guidewires was severely twisted. The IFU for this device warns the user not to torque the guidewire where it meets excessive. It is evident that this instruction was not adhered to for both of these devices there is clear evidence of torquing the guidewire while the tip was trapped. This is further supported by the field event report from abbott vascular which states that the "physician tired to free the guidewire by pushing, pulling and turing it." The most probable root cause is "user related" because the device was not used in accordance with the directions for use.